Event description:
T was reported that the patient twice felt a vibration in the pocket that lasted 1 to 3 seconds. The device remained in use until it was later explanted due to system upgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.